Event description:
Procedure type: lap chole. According to the reporter: metal sleeve came apart from the trocar, however it was retrieved. The operating time and incision were not extended as a result. No patient injury was reported.

Manufacturer narrative:
Date of initial report sent: 04/13/2009.